Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient was placed on impella cp for hemodynamic support. It was noted that the impella cp was backloaded and started on auto. However, flows were only 2.2. There was concerned that the right ventricle function/volume status was causing low flows. Calcium and volume were given, flows increased to 2.8. Intermittent suction alarms were reported. Neurology was consulted due to possible intracranial hemorrhage. Heparin was paused. There was also poor flow distal to impella. Ultimately, the patient expired on support. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of low pump flow and limb ischemia has been completed. The impella device was not returned for evaluation. There were no data logs or product returned. Based on the clinical description, the root cause of the low pump flow is most likely due to the patient's condition. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.